Event description:
Per the clinic, the patient experienced pain and swelling at the implant site since the beginning of 2022 (specific date not reported). It was also reported that there was presence of soft sloughy tissue and bone regeneration around the implant bed, causing the receiver/stimulator to slightly lifted. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2022, in order to deepen the implant bed and reposition the receiver/stimulator at the correct depth. The implanted device remains.